Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during follow-up, an alert for charge time limit reached was observed. Device was explanted and replaced.

Manufacturer narrative:
The reported field event of an hv charge timeout was confirmed in the laboratory via review of the device image. The device was tested on the bench and using automated test equipment; the cause of the charge timeout was found to be an anomalous transistor.